Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed cardiac perforation confirmed via diagnostic imaging on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for missing high capture thresholds missing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and cardiac perforation confirmed via diagnostic imaging on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.